Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a spyscope ds ii was used in the biliary duct during a cholangioscopy procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the image of the spyscope ds ii flickered a minute into the procedure, then the image turned purple and was lost, it only showed three dots on the screen. The procedure was not completed due to this event. There were no patient complications reported as a result of this event.